Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that since the day of cataract surgery with intraocular lens (iol) implants in both eyes, he has been having flickering light dysphotopsia. This interferes with his activities of daily living and he has had noticed no improvement to the problem. Additional information was provided by the implanting surgeon that the patient reports a sensation of objects moving in the peripheral vision that is binocular. There is no complaint of diplopia, nystagmus, tremor, or headache. The surgeon does not think the lens is causing a problem. The complaint does not fit a pattern of negative or positive dysphotopsia and goes away when the patient closes one eye or the other. There are two medical device reports associated with this patient. This report is for the left eye.